Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 700mg/dl. Customer¿s current blood glucose was 443mg/dl and customer treated blood glucose by taking more insulin. Troubleshoot was performed and found that drive support cap was normal. Customer states that they got no delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer reports basal rates are programmed accurately. Customer advised to change complete set and call back if issue occurs again. Insulin pump will not be return for analysis.